Manufacturer narrative:
(B)(4). Per affiliate, device sent to elsg for repair. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed. A search for related complaints for this product code and serial number is not required since these units each have a specific serial number. Device not available.

Event description:
As reported by the ous affiliate, an icp express stopped working and an alarm sounded. After a short period of time, everything went back to normal and the monitor resumed working. No delays or adverse reported. Another icp was used to complete procedure.